Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported events could not conclusively be established through this evaluation. Analysis of the submitted log files confirmed low flow alarms; although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account believes that the patient suffered from respiratory arrest that progressed to cardiac arrest and a potential anoxic brain injury. The submitted controller event log file contained data from 04may2019 through 08may2019. The log file captured 17 low flow hazard alarms on 08may2019 when the calculated flow remained below the low flow threshold for at least 10 seconds. Low flow values were also captured in the submitted lvad event log files on 08may2019. Additionally, the controller event log file captured a sustained no external power alarm at 04:57:04 which lasted 57 seconds and two transient no external power alarms at 05:50:04 and 05:50:43. These events were immediately preceded by power cable disconnect and low power hazard alarms when the voltage of the black and white cables simultaneously dropped from ~12v to ~7v, 3v, and then 0v. These associated voltages suggest that the ac power to the mpu was lost. The system controller¿s backup battery appeared to properly supply power to the pump during this event and there was no interruption in pump function. Despite these events, the submitted log files appear to capture the device functioning as intended above the low speed limit. The hm3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 weeks (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was found unresponsive with active low alarms. The log file was sent in for review. The log file analysis intermittent low flow hazards observed on (B)(6) 2019. The estimated flow was below the alarm threshold of 2.5 lpm. The low flow events seemed physiological in nature and not equipment related. There were odd strings of supplied voltages observed on (B)(6) 2019 while connected to the mpu. There was also a no external power, low voltage events and power cable disconnects shown in the log; the external backup battery (ebb) was operational when this event occurred. The remainder of the log file showed pump within normal parameters. Although at times, there were no external power, the ebb was operational and supported pump operation within set pump parameters as designed. There were no other unusual events noted within the logs files and the pump appeared to be functioning as intended. There was no identified cause for the unresponsiveness. Neuro was followed closely and anoxic brain injury was suspected. The cause for low flow alarms was identified as suspected arrest that progressed to cardiac arrested. The patient was cooled and sedated, while neuro status was being followed closely. It was reported through patient outcome that the patient expired on (B)(6) 2019 and the cause was unknown.